Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that it was the third time he had called regarding no delivery alarms. The patient's blood glucose at the time of incident was 330 mg/dl. The customer stated that something was wrong with the motor; once the motor hit the reservoir then the motor would not stop, resulting in a lot of wasted insulin. The motor anomaly occurred three times yesterday. Troubleshooting was initiated and the customer confirmed that his insulin was not expired. The tubing was not bent or kinked. The customer also rotates sites and avoids scar tissue. The customer had already tried all of the remedies for the no delivery alarm issue and did not want to troubleshoot further. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.